Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
On approximately (B)(6) 2015, the patient was feeling like she was not getting adequate medication. The patient had underdose symptoms of sweating, nausea, and ¿feeling icky¿. At the pump refill, they attempted to aspirate from the cap (catheter access port) and were unable to. The patient was scheduled for a pump replacement due to end of life, so they decided to do an entire system replacement. The catheter was occluded. During the procedure, part of the old catheter was left in the patient¿s body inactive and a newer model catheter was implanted along with a new pump. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.